Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, vaginal cyst excision, sinus operation, paratubal cyst and rheumatoid arthritis. Concurrent conditions included energy decreased, poor sleep, sweating, vaginal cyst, libido decreased, mood altered, vaginitis, vulvovaginitis, viral disease carrier, hypothyroidism, depressive disorder, multiple sclerosis, obesity, postmenopause, menses irregular, adenomyosis, polyarthritis, menopause, post-traumatic stress disorder, attention deficit disorder and fibromyalgia. Concomitant products included alprazolam from 2017 to 2018, amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2017 to 2018, amoxicillin, chlortalidone (dichlor) since 2017, cimicifuga racemosa;cholecalciferol;ipriflavone;vitex agnus-castus (hormone balance natural hrt), estradiol (vivelle-dot) from 2017 to 2018, estradiol;norethisterone acetate (combipatch) since 2017, ethinylestradiol; norethisterone acetate (loestrin), fluoxetine from 2017 to 2018, levothyroxine sodium (synthroid) from 2017 to 2018, memantine from 2017 to 2018 and sumatriptan. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and memory impairment ("short term memory problems") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced anxiety ("anxious") and depression ("depressed"). On (B)(6) 2013, the patient experienced rash ("rash") and erythema ("redness"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced tooth disorder ("dental problems"), vulvovaginal pain ("vagina pain"), eye pain ("behind eyes pain"), pain of skin ("scalp pain"), back pain ("lower back pain"), arthritis ("arthritis") and cyst ("cysts"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, eye pain, pain of skin and back pain had resolved and the dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, fatigue, weight increased, memory impairment, alopecia, rash, erythema, arthritis and cyst outcome was unknown. The reporter considered alopecia, anxiety, arthritis, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, erythema, eye pain, fatigue, female sexual dysfunction, headache, memory impairment, menorrhagia, migraine, nausea, pain of skin, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: concomitant drug includes isometh/acetaminophen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 70.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- arthritis, cyst, reporter was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, vaginal cyst excision, sinus operation, paratubal cyst and rheumatoid arthritis. Concurrent conditions included energy decreased, poor sleep, sweating, vaginal cyst, libido decreased, mood altered, vaginitis, vulvovaginitis, viral disease carrier, hypothyroidism, depressive disorder, multiple sclerosis, obesity, postmenopause, menses irregular, adenomyosis, polyarthritis, menopause, post-traumatic stress disorder, attention deficit disorder and fibromyalgia. Concomitant products included alprazolam from 2017 to 2018, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2017 to 2018, amoxicillin, chlortalidone (dichlor) since 2017, cimicifuga racemosa;colecalciferol;ipriflavone;vitex agnus-castus (hormone balance natural hrt), estradiol (vivelle-dot) from 2017 to 2018, estradiol;norethisterone acetate (combipatch) since 2017, ethinylestradiol;norethisterone acetate (loestrin), fluoxetine from 2017 to 2018, levothyroxine sodium (synthroid) from 2017 to 2018, memantine from 2017 to 2018 and sumatriptan. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and memory impairment ("short term memory problems") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced anxiety ("anxious") and depression ("depressed"). On (B)(6) 2013, the patient experienced rash ("rash") and erythema ("redness"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced tooth disorder ("dental problems"), vulvovaginal pain ("vagina pain"), eye pain ("behind eyes pain"), pain of skin ("scalp pain"), back pain ("lower back pain"), arthritis ("arthritis"), cyst ("cysts") and tinnitus ("tinnitus"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, eye pain, pain of skin and back pain had resolved and the dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, fatigue, weight increased, memory impairment, alopecia, rash, erythema, arthritis, cyst and tinnitus outcome was unknown. The reporter considered alopecia, anxiety, arthritis, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, erythema, eye pain, fatigue, female sexual dysfunction, headache, memory impairment, menorrhagia, migraine, nausea, pain of skin, pelvic pain, rash, tinnitus, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: concomitant drug includes isometh/acetaminophen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events added: tinnitus. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, vaginal cyst excision, sinus operation and paratubal cyst. Concurrent conditions included energy decreased, poor sleep, sweating, vaginal cyst, libido decreased, mood altered, vaginitis, vulvovaginitis, viral disease carrier, hypothyroidism, depressive disorder, multiple sclerosis, obesity, postmenopause, menses irregular and adenomyosis. Concomitant products included alprazolam from 2017 to 2018, amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) from 2017 to 2018, amoxicillin, cimicifuga racemosa; colecalciferol; ipriflavone; vitex agnus-castus (hormone balance natural hrt), dichloralphenazone; isometheptene mucate; paracetamol (isometheptene mucate, dichloralphenazone and acetaminophen) since 2017, estradiol (vivelle-dot) from 2017 to 2018, estradiol; norethisterone acetate (combipatch) since 2017, ethinylestradiol; norethisterone acetate (loestrin), fluoxetine from 2017 to 2018, levothyroxine sodium (synthroid) from 2017 to 2018, memantine from 2017 to 2018 and sumatriptan. In 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and memory impairment ("short term memory problems") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced rash ("rash") and erythema ("redness"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), tooth disorder ("dental problems"), vulvovaginal pain ("vagina pain"), eye pain ("behind eyes pain"), pain of skin ("scalp pain") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, eye pain, pain of skin and back pain had resolved and the dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, fatigue, weight increased, memory impairment, alopecia, rash and erythema outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, erythema, eye pain, fatigue, female sexual dysfunction, headache, memory impairment, menorrhagia, migraine, nausea, pain of skin, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 70.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), bladder problems, urinary problems, migraines, headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, short term memory problems, hair loss, rash, redness, vagina pain, behind eyes pain, scalp pain and lower back pain. Medical history, concurrent condition, concomitant medication and laboratory data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, vaginal cyst excision, sinus operation, paratubal cyst and rheumatoid arthritis. Concurrent conditions included energy decreased, poor sleep, sweating, vaginal cyst, libido decreased, mood altered, vaginitis, vulvovaginitis, viral disease carrier, hypothyroidism, depressive disorder, multiple sclerosis, obesity, postmenopause, menses irregular, adenomyosis, polyarthritis, menopause, post-traumatic stress disorder, attention deficit disorder and fibromyalgia. Concomitant products included alprazolam from 2017 to 2018, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2017 to 2018, amoxicillin, chlortalidone (dichlor) since 2017, cimicifuga racemosa;colecalciferol;ipriflavone;vitex agnus-castus (hormone balance natural hrt), estradiol (vivelle-dot) from 2017 to 2018, estradiol;norethisterone acetate (combipatch) since 2017, ethinylestradiol;norethisterone acetate (loestrin), fluoxetine from 2017 to 2018, levothyroxine sodium (synthroid) from 2017 to 2018, memantine from 2017 to 2018 and sumatriptan. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and memory impairment ("short term memory problems") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced anxiety ("anxious") and depression ("depressed"). On (B)(6) 2013, the patient experienced rash ("rash") and erythema ("redness"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced tooth disorder ("dental problems"), vulvovaginal pain ("vagina pain"), eye pain ("behind eyes pain"), pain of skin ("scalp pain"), back pain ("lower back pain"), arthritis ("arthritis"), cyst ("cysts") and tinnitus ("tinnitus"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, eye pain, pain of skin and back pain had resolved and the dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, fatigue, weight increased, memory impairment, alopecia, rash, erythema, arthritis, cyst and tinnitus outcome was unknown. The reporter considered alopecia, anxiety, arthritis, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, erythema, eye pain, fatigue, female sexual dysfunction, headache, memory impairment, menorrhagia, migraine, nausea, pain of skin, pelvic pain, rash, tinnitus, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: concomitant drug includes isometh/acetaminophen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 70.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: tinnitus. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ pain'). In a 45-year-old female patient who had essure (ess205), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: breast operation, vaginal cyst excision, sinus operation, paratubal cyst and rheumatoid arthritis. Concurrent conditions included: energy decreased, poor sleep, sweating, vaginal cyst, libido decreased, mood altered, vaginitis, vulvovaginitis, viral disease carrier, hypothyroidism, depressive disorder, multiple sclerosis, obesity, postmenopause, menses irregular, adenomyosis, polyarthritis, menopause, post-traumatic stress disorder, attention deficit disorder and fibromyalgia. Concomitant products included: alprazolam from 2017 to 2018, amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall) from 2017 to 2018, amoxicillin, chlortalidone (dichlor) since 2017, cimicifuga racemosa; cholecalciferol; ipriflavone;vitex agnus-castus (hormone balance natural hrt), estradiol (vivelle-dot) from 2017 to 2018, estradiol;norethisterone acetate (combipatch) since 2017, ethinylestradiol;norethisterone acetate (loestrin), fluoxetine from 2017 to 2018, levothyroxine sodium (synthroid) from 2017 to 2018, memantine from 2017 to 2018 and sumatriptan. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and memory impairment ("short term memory problems"). And was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced anxiety ("anxious") and depression ("depressed"). On (B)(6) 2013, the patient experienced rash ("rash") and erythema ("redness"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced tooth disorder ("dental problems"), vulvovaginal pain ("vagina pain"), eye pain ("behind eyes pain"), pain of skin ("scalp pain"), back pain ("lower back pain"), arthritis ("arthritis"), cyst ("cysts") and tinnitus ("tinnitus"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, eye pain, pain of skin and back pain had resolved. And the dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, fatigue, weight increased, memory impairment, alopecia, rash, erythema, arthritis, cyst and tinnitus outcome was unknown. The reporter considered alopecia, anxiety, arthritis, back pain, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, erythema, eye pain, fatigue, female sexual dysfunction, headache, memory impairment, menorrhagia, migraine, nausea, pain of skin, pelvic pain, rash, tinnitus, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: concomitant drug includes isometh/acetaminophen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 70.5 kg/sqm. Hysterosalpingogram: in (B)(6) 2007, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.